Manufacturer narrative:
Evaluation summary: it was caused due to the damage of the operation channel. In addition, we confirmed that the insertion flexible tube (ift) buckle, lg prong top assy looseness; however, there are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. Seems like there is something stuff when they pass the brush through a lot of resistance, thinks something in the channel like broken inside.